Event description:
Customer reported receiving a no delivery alarm on the insulin pump. Customer was not able to troubleshoot at the time of the call, but reported being able to get insulin delivered after a set change. Blood glucose level was 400 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.